Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the field generator 9731203 em mobile (lot #: 0400003306) found a confirmed failure. The emitter and axiem box reported a communication error when the field generator was connected to the axiem box. The emitter interface showed a fault on coil 1. Product event summary #fusion issues with axiem. Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the "axiem cycle" was not working. There was no patient present.